Manufacturer narrative:
Eval summary: device eval of charger sn (B)(4) has been completed. Upon eval the power brick was found to be defective. The root cause of the defective power brick cannot positively be determined. No adverse event resulted from the defective power brick. The last pt to use this charger did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, charger sn (B)(4) was found to have a defective power brick. The last pt to use this charger did not report any deficiencies.